Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 140 mg/dl. Customer also received a no delivery alarm; she cleared it and received it went back to the motor error. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.